Manufacturer narrative:
The expiration date for the troponin t reagent is 31-dec-2019. The qc recovery is acceptable and does not indicate a performance issue of reagent or instrument. The alarm trace shows abnormal aspirations, which is an indication of possibly poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with the elecsys troponin t hs assay (troponin t) on two cobas 8000 e 602 module analyzers. The sample was initially processed on a cobas c8100 pre-analytics system prior to testing on the e 602 analyzers. No incorrect results were reported outside of the laboratory. No units of measure were provided for the troponin t assay. This medwatch applies to e 602 analyzer serial number (B)(4). Please refer to the medwatch with patient identifier (B)(6) for information related to e 602 analyzer serial number (B)(4). The sample was initially run three times using e 602 analyzer serial number (B)(4), resulting with troponin t values of 58.70 (unit of measure not provided), 11.22, and 11.44. The sample was repeated twice using e 602 analyzer serial number (B)(4), resulting with troponin t values of 31.77 and 11.59. The customer believed the correct value of the sample to be 11. No adverse events were alleged. The troponin t reagent lot number was 345852.